Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the patient was burned. The procedure was completed successfully.

Manufacturer narrative:
Alleged failure: the account removed the adapter and scope from the light cable and thought it had shut off, but it didn't. The aim light cable was used with l10 and set at 100%. They set it on the drape and within 30-60 seconds it burned through the drape, towel and burned the patient. The surgeon smelled the smoke and realized something was burning. The light source also activated when only the cable was plugged in with no adapter. The issue was not duplicated during the investigation. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the patient was burned. The procedure was completed successfully.